Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device was received fully deployed. Inspection of the pod download data showed that the device ran for a total of 58 pulses before deactivation, of which 48 were in first prime. No data abnormalities were observed. No damages or deficiencies were observed on the needle mechanism components. The needle mechanism was able to be reset and redeployed without issues. The cause of the reported needle mechanism complaint could not be determined.